Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "after making cuts, the surgeon was to the point of wanting to trial the components. She inserted the insert and was able to trial. She removed the insert trial and found the trial to be cracked. Surgeon felt that trialing was successful and completed the surgery."